Event description:
A system operator at the user facility reports that during refractive surgery, the tracker system lost track, went into coast mode and reacquired track on the pt's forehead. The laser fired several shots before the surgeon stopped the procedure. The surgeon replaced the corneal flap, re-wet the cornea, performed a test track successfully, re-lifted the flap and completed the ablation successfully. The surgeon indicated there was no impact to the pt; best-corrected visual acuity on post-op day 19 was 20/20.